Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant stopped working and was finally discovered that the lead had come loose. It was indicated that it neurostimulator stopped working after it was put in 2009. It was reported that ¿got to the point where about 6 months ago, she completely lost control¿ and had total incontinence. The patient decided to see the health care provider and they discovered the lead had come loose in december. Additional information received 9 days later indicated that based of the cat scan on (B)(6) 2014 the lead migrated compared to previous implant data. The intervention was completely removal and replacement of interstim peripheral lead and neurostimulator. The patient outcome was reported as good and the issue was resolved. A follow-up report will be sent if additional information becomes available.

Event description:
Information received later indicated that couple of months ago she had some imaging performed and it was determined that the lead was off or broken. The patient reported a loss of therapeutic effect at nighttime and that had been that way for several months and that was why she had the imaging performed and then system replaced.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3080, lot # l72742, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type extension. (B)(4).

Manufacturer narrative:
Analysis of the lead model 3080 lot #l72742 showed no significant anomalies. (B)(4).

Manufacturer narrative:
(B)(4).